Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The lead could not be repositioned due to tissue in the screw mechanism.